Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience xpedition 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s. The device was not returned to abbott for analysis as the stent remains in the patient. The reported information was reviewed; however, a compliant evaluation cannot be done on the device to determine the root cause. The reported patient effects of dissection and death are listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a segment elevated myocardial infarction (stemi). A procedure was performed to treat two lesions in the left coronary artery. A 3.5x18mm xience xpedition stent delivery system (sds) was advanced to a mildly tortuous, heavily calcified de novo lesion in the mid left anterior descending (lad) coronary artery and the stent was implanted. A 2.75x48mm xience xpedition sds was then advanced to a mildly tortuous, mildly calcified de novo lesion in the left circumflex (cx) coronary artery and the stent was implanted. Subsequently, a dissection was noted in the left main coronary artery and a 3.00x28mm xience xpedition stent was implanted to treat the dissection; however, the patient expired. The cause of death was not provided by the hospital. No additional information was provided.